Event description:
Add'l info rec'd from MFR 3/2/00: there were no physical tests performed on the devices used in the case, since no devices were returned to heartport from the hosp. There was no indication in the text of the report or in the event problem section, that a device failure or malfunction occurred. The surgeon had attended heartport's training progam which includes the subject matter of converting a procedure from a minimally invasive case to a standard sternotomy, this event was medical practice or judgement by the surgeon on how to proceed with the case.

Event description:
Pt had the port access surgery for port access minimally invasive cardiac surgery. According to reporter the company boasts quick recovery time because the traditional opening of the chest cavity is not used. The physician performed the surgery and the pt began bleeding during the surgery requiring a second surgery and approx 64 units of blood. No time during either surgery did the physician open the chest cavity; he continued with the port access surgery. Reporter feels if they had opened pt's chest, the physician would then have to report this on the statistics that are being kept with the surgery since this is still considered a fairly new technique. The pt ultimately suffered organ damage, which included kidney failure. Pt remained in the hosp for six months before succumbing to infection in 1999. They then committed fraud by listing her cause of death as natural causes, so not to once again change their statistics. If one visits the web site it only states the positives of this type of surgery using these instruments. Reporter feels that the physicians doing this type of surgery are not reporting complications accurately. Reporter feels the port access surgery on this pt should have been stopped at the first sign of bleeding and her chest should have been opened immediately instead of continuing with this type of surgery. Reporter feels pt was used as a "lab rat" instead of as a human being, because statistics were too important. This pt was in excellent condition before this surgery, both mentally and physically, much younger than her age.